Event description:
The customer reported that the pump screen was broken, causing it to be readable but unresponsive. The recorded blood glucose level was 170 mg/dl, which was within the normal range, indicating no adverse impact to the customer's blood glucose level. The pump was returned and a replacement pump was sent to the customer for resolution.